Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside of the reservoir of a small volume intermate. There was no patient involvement as this was noticed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.